Event description:
The user facility reported the following incident: during the surgery, the screw of the achillon did not work properly. The mechanism could be closed and opened by pulling and pushing the instrument. Another device was available for use to finish the procedure. No pt injury or significant delay in the procedure occurred.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported info.